Manufacturer narrative:
Age, weight, ethnicity: unknown/no information. Date of event: unknown, not provided. Serial number: unknown, information not provided. Catalog number: a complete catalog number is unknown as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. If implanted; give date: unknown, information not provided. If explanted, give date: unknown, information not provided. The device was not returned for analysis. The serial lot/serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's operative eye in a secondary surgical procedure due to myopic surprise, visual issues. The initial report indicated that the replacement lens would be another diu lens. No further information was provided. This emdr report is for the second explant event. A separate report was submitted for the first explant event.